Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: the smaisai connector used in the respiratory department of beijing longfu hospital has more than a dozen cases of the connector not draining the liquid this week, as shown in the video, when it is first used, it does not drain, and the nurse cannot flush it with a lot of force.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information: material number updated and added expiration date/date of manufacture. Investigation results: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 23035233. The customer reported that they experienced occlusion of the smartsite on "more than a dozen cases"; they were unable to pass fluid through the connector even when they used a large amount of force. Additional information provided by the customer also reported that the connecting syringe is a wego 5ml syringe and the occlusion was identified upon first use when attempting to prime with saline solution. No visual deformation of the smartsite was observed by the customer but they confirmed that the piston "[could not] be opened". As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience of the occluded smartsite when connected to the unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23035233 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china set in the past 12 months.

Event description:
No additional information.